Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the mobile viewing station (mvs) showed the system was taking a spin but the gantry was not spinning. Site performed multiple reboots and was able to take a spin. The probable cause of the issue is user error since this issue only happened when there is no manufacturing representative around. There was no patient impact and no delay.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the customer had released the 3d button prematurely. The manufacturer representative (rep) could not recreate the issue. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.